Event description:
It was reported that a right atrial (ra) lead was explanted due to non-specific product performance issue. A new lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This report contains additional information in section b5 describe event or problem and h6 device codes.

Event description:
It was reported that a right atrial (ra) lead was explanted due to loss of capture. A new lead was successfully implanted. No additional adverse patient effects were reported. The lead is not expected to return for analysis.